Event description:
The facility representative reported a pump that did not alarm when the bag was empty. The incident occurred during patient use. However, no patient injury or medical intervention was reported. The device was sent to baxter for repair and/or refurbishment.

Manufacturer narrative:
The actual device was requested for evaluation. A follow up report will be submitted should the device be received and evaluated. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.